Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable cause of the failure of the separation of the bending section cover glue was traced to component failure, indicating expected or random component failure without any design or manufacturing issue. The most probable cause of the failure of the burned insertion part distal end c-cover was cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was found that the insertion part distal end c-cover was burned and the bending section cover glue was separated on the bronchovideoscope. No patients were involved